Manufacturer narrative:
The alarm functions were tested successfully and all test results were within product specification. The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device shut down without first displaying e2 (battery empty). She stated that, during the month before this happened, the batteries in the device were only lasting 3 days. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.